Event description:
The manufacturer received information alleging a trilogy evo had a "broken screen ". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, there were no reportable events in the ventilator's downloaded error log. The device will be sent to the philips investigation lab for further evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device was evaluated at a third party service center. Device will return to manufacturer for further investigation.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo had a "broken screen ". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, display damaged was observed. The device's lcd display needs to be replaced to address the issue. In addition, based on error 330, the system pca has to be replaced. Based on error 242, the detach. Battery has to be replaced. Air foam inlet filter will be replaced due to preventive maintenance. Box g report source (rfb) has been updated/corrected in this report.